Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. Additional tissue was resected due to application of another device. Oozing bleeding was reported as under 200cc. Patient status was reported as ok. No other patient information was available.

Manufacturer narrative:
Initial report sent to FDA on 02/09/2009.